Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2016-00526.follow-up identified the patient was hospitalized for three days due to pneumonia. The erosion occurred during the patient's trial.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2016-00526. It was reported the patient presented to the emergency room with fever. The physician believed the patient had mild pneumonia. On (B)(6) 2016, it was noted the supra-orbital (off-label) lead had eroded through the skin. Subsequently, the physician explanted the patient's entire system on (B)(6) 2016.